Manufacturer narrative:
Therapy dates are estimated. B5 narrative and d11 fields were corrected to reflect additional concomitant medical products, mistakenly omitted from the initial report.

Event description:
Related manufacturer reference numbers: 1627487-2020-24062, 1627487-2020-24063, 1627487-2020-24064. It was reported that the patient's two systems were explanted for an unknown reason at an unknown date.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted for an unknown reason at an unknown date.